Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 9 months post implant of this 14mm pulmonary valved conduit in a 7 month old pediatric patient, the conduit was explanted and replaced with a 20mm valved conduit of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.